Manufacturer narrative:
Pt info: information unknown/not provided. Date of event: unknown, not provided. If implanted, give date: information unknown/not provided. If explanted, give date: iol remains implanted so it has not been explanted. (B)(6). This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a crack about 1-mm was observed at the center of the optic of an intraocular lens (iol) after implantation. To the surgeon, it seems that t it was rather a crack inside of the lens than a scratch on the surface of the optic. The lens was left in the eye and a visual test as well as medical examination were conducted the day after implantation. A slit lamp exam revealed a crack as the same as the previous day. The lens remains implanted since there was no problem with the visual test or a complaint from the patient. It was noted that at the onset of sucking cortex with irrigation/aspiration (ia), an assistant started setting the device with perfusion solution. It was released into the eye within one minute after the plunger "tarted" to be turned to move forward. There was no patient injury reported. No further information was provided.